Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-34 occurred on vio dv integrated electrosurgical unit (iesu) when the surgeon activated monopolar energy. The tse advised the customer to power cycle the iesu and to connect the iesu directly to the power outlet, but the issue persisted. The tse advised the customer to use an external esu to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical generator unit (iesu) was analyzed and confirmed multiple c-34 errors, along with c-30, m-32, 1-8a, 2-8a, and m-11 errors. Although issues possibly related to the event were observed, the problem could not be replicated. Testing showed no startup errors, and all instruments and energy functions operated normally. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on field evaluation but was not replicated in the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: an external generator was not used because it is now possible to reboot and use vio dv. The patient information was not allowed to be provided.

Event description:
Refer to h11 for follow-up information.